Manufacturer narrative:
Provided ventilator logs were reviewed. Alarms for air supply pressure low and expiratory minute volume low were found, which corresponds to the given description of ¿leak in air connection¿. It is not known if this connection was related to the ventilator or the connected hose or the hospital air wall outlet. Our field service engineer (fse) investigated the ventilator on site and found an air leakage from the air gas module. The nozzle unit in the air gas module was found to be the cause of this leakage. The nozzle unit was replaced, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit was not returned for investigation. The leakage issue was a consequence of the leakage in connector and nozzle unit. The nozzle unit is part of the maintenance kit for the product and shall be replaced yearly or by maximum 5000 operating hours. It is not known to us when last maintenance was performed. No parts were returned back.

Event description:
It was reported that there was a leak in air connection. There was no patient harm. (B)(4).